Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic laparoscopic partial nephrectomy, on both occasions the balloon popped with no interference from instruments or diathermy. The first port burst midway through the procedure. The second one was not evenly inflated, one side was not holding pressure. Another balloon port was opened and used to complete the case. There was rapid loss of abdominal pressure and 30 minutes was added on the surgical time due to failing insufflation. There was no patient injury.